Event description:
It was reported that the patient was admitted for a driveline debridement. In the months leading up to this admission the patient had increased flow and power.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for a driveline debridement. In the months leading up to this admission the patient had increased flow and power.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection, and a direct relationship between the device and the reported aortic insufficiency could not be conclusively determined through this evaluation. Elevations in pump power and flow were confirmed in the evaluation of the submitted log file; however, a specific cause for the events cannot be determined through this evaluation. The account reported that the patient was hospitalized for driveline debridement. Additionally, a recent increase in flow and power was reported. The account noted that the patient has a history of aortic insufficiency. The submitted log file contained data from (B)(6) 2022 to (B)(6) 2022. Transient elevations in pump power were recorded on (B)(6) 2022. An additional transient power elevation captured during a pulsatility index (pi) event was recorded on 30jan2022. No other notable events or alarms were recorded. The pump appeared to be operating as intended at the set speed. The patient remains ongoing with heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists driveline infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are outlined in various sections of this document. Section 1 of this IFU also contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 of this document describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 of the IFU, ¿surgical procedures,¿ states that moderate to severe aortic insufficiency must be corrected at time of device implant. The heartmate ii lvas patient handbook also contains care instructions for preventing infection which are outlined in various sections of the document. Care instructions in regards to preventing infection are also outlined in various sections of this document, including how to care for the driveline exit site. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for driveline drainage. The patient had complaints of pain and had developed a rash around the perimeter of the dressing. A driveine debridement was performed on (B)(6) 2022. The wound culture had been positive for proteus mirabilis. The dressing was changed every 12 hours. It was treated with a betadine covered gauze and medipore tape. It was noted the patient had a history of aortic insufficiency. The patient was discharged home on (B)(6) 2022 on intravenous (IV) cefepime for 6 weeks.